Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days after the right atrial (ra) lead was implanted, it exhibited high thresholds. Several days after that, the ra lead triggered lead warnings for high and undefined impedance measurements both in bipolar and unipolar configurations. It was also noted that possible oversensing was noted on stored electrocardiograms. The patient experienced dizziness and the ra lead remains in use. No further patient complications have been reported as a result of this event.